Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had cracks around the battery casing, insulin squirts out during priming process, and had a motor error alarm. Customer also reported low blood glucose of 38 mg/dl and high blood glucose of 434 mg/dl. No form of treatment was reported and declined low and high blood glucose troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery due to faulty force sensor resistor. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Device received with cracked battery tube thread noted.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery due to faulty force sensor resistor. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Device received with cracked battery tube thread noted.